Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level of 583-590 mg/dl; cause was unknown. Customer went to the emergency room (ER) and was subsequently admitted to the hospital on (B)(6) 2024. The customer changed pump supplies prior to the ER visit to address bg, and was treated with intravenous fluids of saline, insulin, and potassium while in the hospital. Additionally, it was reported that the customer experienced multiple occlusion alarms on (B)(6) 2024 and (B)(6) 2024 that contributed to the high bg. Customer changed pump supplies to address the occlusions. Customer was discharged from the hospital on 6/14/2024 with the issue resolved and no permanent damage.